Event description:
Pt implanted with plate and 4 screws for a c4-c5 acdf on (B)(6) 2011. The right c4 screw was noted to be backing out. X-rays taken (B)(6) 2011 and (B)(6) 2011 after revision. Surgeon removed hardware and revised pt to a 2 level acdf. This is the 5th of 5 reports submitted on this event. Reports 1 and 2 were previously submitted.

Manufacturer narrative:
Upon receipt of the actual device, synthes was unable to determine which of the 4 screws was the complaint device (right c4 screws), therefore, the other 3 screws were added to the reported complaint event. Subject device has been received and is currently in the eval process.